Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. No specific patient information regarding additional events has been provided. If further information is received, the file will be reviewed and updated accordingly.

Event description:
It was reported in a journal article that the patient underwent a laparoscopic hysteropexy procedure on unknown date and the mesh was implanted in a bifurcated shape. The mesh arms were brought through avascular windows created in the broad ligament and fixed anteriorly to the cervix. Following the procedure, the patient experienced complications included urinary tract infection, perineal infection with concomitant posterior repair and voiding difficulty post-surgery. It was possible that the patient required repeat apical surgery. The patient was assessed with repeat laparoscopy, there was no mesh avulsion from the cervix or sacrum, but the mesh had stretched and was loose. Additional information will be requested.